Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report#1627487-2016-04070, reference MFR report#1627487-2016-04071. The patient alleges effective coverage was never established to her desired pain pattern despite multiple programming sessions. As a result, the patient opted surgical intervention as the next course of action. Follow-up identified surgery took place on (B)(6) 2016 during which time the entire scs system was explanted.